Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
The filter is clogged at the beginning of surgery. The top of the cassette was removed occuring during the preparation and impossible to connect to the tubing. No patient impact.